Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a ventriculoperitoneal shunt and a titanium plate; one on each side of the patient¿s head. It was stated the patient needed to have the pressure setting of the valve adjusted. When looking at the CT scan, it was determined that the titanium plate was fractured. Reportedly, the patient¿s ventricle was also enlarged which led to the ¿diversion not being smooth.¿ it was doubted that the enlarged ventricle was due to the fractured plate. The patient was currently in the hospital and it was stated the patient needed a second operation. It was noted that the patient¿s status was alive ¿ no injury.

Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the plate was not explanted.